Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt was admitted to the hosp for eval after experiencing yellow wrench alarms. He returned home with a replacement system controller after waveforms were obtained and a vent filter sent to the MFR for analysis. The pt continued to experience yellow wrench alarms while at home and later the alarms spontaneously resolved. The pt's wife stated that manipulation of controller power leads caused alarms to intermittently cease. The pt returned to the hosp and was placed on pneumatic actuation using a stroke volume limiter (svl) and drive console with bivalrudin therapy due to hit positive. However, the pt expired over the weekend due to a massive stroke.

Manufacturer narrative:
The MFR was unable to eval the device and determine the exact cause of the reported event because the device was discarded by the hosp. The vent filter analysis revealed potential fluid ingress, which is warned against in the instructions for use; however, since the device was discarded the extent of fluid ingress could not be determined. Based on the info available and due to the device being discarded, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is closing its file on this event.